Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. During the deployment the locator was not held while the tissue dilator was advanced into the tissue tract. The collagen was deployed and hemostasis was achieved. The pt returned to the hospital 2 days later complaining of pain at the puncture site. The puncture site looked and felt fine. An ultrasound revealed a possible foreign body in the common femoral artery. An angiography was performed which showed clot material in the common femoral artery. Plans were made to take the pt to surgery for removal. The collagen was removed and it appeared to be the collagen plug, but little expansion of the collagen had occurred. No further complications were reported.